Event description:
It was reported that can not sense any p-wave in spite of programming to .18 mv in the ventricle and at .5mv in the atrial and slow patient's rate down. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.